Manufacturer narrative:
Customer reported error code 242.4030 which constitutes a reportable malfunction; however, the investigation has not been completed. A follow up MDR will be submitted to include investigation conclusion once the device is repaired.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.